Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported to be receiving therapy post-operation. The patient told the manufacturer representative on monday that they were not feeling stimulation in their back which was on 0-7 electrodes. Impedances were checked on tuesday and showed electrodes 1-7 were above 10,000 ohms and electrode 0 was 800 ohms. The manufacturer representative reached out to the health care professional (hcp). The patient had a follow-up appointment on (B)(6) 2016. It was determined that the patient was going to have a pocket revision next week as it appeared the lead had pulled out. It was possible due to not tightening down the screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.